Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. Technical services consultant recommended replacement. As of this time, this s-ICD remains in remains in service. No adverse patient effects were reported. Additional information indicated that this s-ICD was explanted and replaced with the same model. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. Technical services consultant recommended replacement. As of this time, this s-ICD remains in remains in service. No adverse patient effects were reported.